Event description:
It was reported the patient has been without stimulation for approximately 2 months. The sjm representative was unable to establish communication between the patient's ipg and programmer. A replacement programmer wand was unable to resolve the communication issue. It was reported based on the patient's settings, the ipg may have prematurely depleted. It was reported the patient will consult with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.